Event description:
The facility representative reported an infusor pump with a condition of "lever that holds the syringe is broken." This condition occurred during delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. With a broken lever that holds syringe was confirmed during product evaluation. This condition was due to a broken syringe holder clip. The syringe holder was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.